Event description:
The customer had returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, foreign materials had been found present on the nozzle. There had been no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the foreign materials found present on the nozzle, is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.